Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with the pump. The customer was informed that there could be many reasons for high blood glucose. The customer called to simply ask about the different types of insulin. The customer was advised to talk to their health care provider about any questions regarding the different types of insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.